Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was moisture damage found on connector. However, the unit had normal operating currents and no unexpected off no power, low battery alarm, blank display, or time anomaly noted. The unit passed the no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 136 mg/dl at the time of incident. She stated there is fluid under the lcd display. She stated the insulin pump received a no delivery alarm and a blank screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.